Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was noted to have complicated anatomy. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The 24mm closure device was unsuccessful meeting position, anchor, size and seal (pass) criteria, so the physician upsized to a 27mm closure device. Initial deployment was too proximal, so a full recapture was performed. The physician proceeded to place the device further in the laa, but it needed to be recaptured again. On the third attempt, the device was in a good position, so the anchor test of the device was performed. On the second tug of the device, the core wire became detached from the threaded insert. The device moved slightly proximal but was still in the laa. A quick sweep was completed in each of the transesophageal echocardiography (tee) views to look at position of the device. The device had good tissue contact with the fabric of the closure device, but did have a prominent shoulder in the 0-degree, 45 degrees, and 135-degree views. The 0-degree view had a shoulder of 1/3 to 1/2 of the device but had good fabric contact with no leak present. The shoulder in the 45 degree and 135-degree tee views, had a shoulder of less than 1/3 in each view. The compression of the device was 16-24% and no leak was present in any tee views. The physicians spent 30-45minutes watching the device on tee and taking fluoroscopy shots of the device periodically to monitor for any changes. A straight ap (anterior-posterior) fluoroscopy shot was completed at the end of the case, to be able to compare to a chest x-ray later in the day. Once it was determined that the device was stable, the patient was transferred to recovery. The physician kept the patient overnight for monitoring. The patient remained stable overnight with no complications and was discharged home.